Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 35mg/dl. To ¿low¿; however, specific value was not provided. Customer consumed carbohydrates to address bg. A pump log review was performed, and it was found that the customer requested and confirmed multiple manual bolus leading to the decreased bg¿s. Recommendation was made to consult with a healthcare provider to discuss diabetes management.